Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The cause of peritonitis was not reported. On an unreported date, the patient was hospitalized due to the event. Treatment rendered for the event was not reported. It was reported that the patient "got an extended care facility" and was in rehab at the time of the report. The patient's outcome was not reported and the action taken with dianeal therapy was not reported. No additional information is available.